Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted negative for growth. The white blood cell count was 1257 (unknown units) with 46% polymorphonuclear cells and 54% monocytes. The culture was run again for fungal organisms and the result is pending. Diflucan (route, dose, frequency, and duration unknown) was added to the patient¿s antibiotic regimen. A repeat blood cell count was obtained on (B)(6) 2021 and resulted in a count of 8 (unknown units). The cause of the peritonitis is unknown. The pdrn is attempting to conduct a home visit with the patient to determine a cause of the peritonitis; however, the patient is refusing to permit the visit. The patient denies any breach in aseptic technique, but the pdrn states the patient likes to do treatment set-up his own way and not follow proper instructions. The suspected cause of the peritonitis is a breach in aseptic technique. There was no reported cassette leak or other issue with the liberty select cycler or cycler set reported for this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Although the fungal cultures are still pending and there is no information related to the cause of the peritonitis, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The most common cause of culture negative cases is initiation of antibiotics and fungal organisms. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted negative for growth. The white blood cell count was 1257 (unknown units) with 46% polymorphonuclear cells and 54% monocytes. The culture was run again for fungal organisms and the result is pending. Diflucan (route, dose, frequency, and duration unknown) was added to the patient¿s antibiotic regimen. A repeat blood cell count was obtained on (B)(6) 2021 and resulted in a count of 8 (unknown units). The cause of the peritonitis is unknown. The pdrn is attempting to conduct a home visit with the patient to determine a cause of the peritonitis; however, the patient is refusing to permit the visit. The patient denies any breach in aseptic technique, but the pdrn states the patient likes to do treatment set-up his own way and not follow proper instructions. The suspected cause of the peritonitis is a breach in aseptic technique. There was no reported cassette leak or other issue with the liberty select cycler or cycler set reported for this event.